Event description:
It was reported that a patient underwent surgery in 2006 to correct scoliosis using the synergy system. They developed symptoms of spinal cord irritation due to the screw at t12 level towards the canal, hypoesthesias in perineum, and myoclonias in legs in 2023. A revision surgery has been scheduled for on (B)(6) 2025 to remove a screw from right t12.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
D4: UDI number: (B)(4). H4: (B)(6) 2005 or (B)(6) 2006. H6: additional method code: 4109. Corrections in b5, d1, and d4: part, lot, and UDI number. Additional information in h4 and h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned. Photos were provided of the explanted devices and 3d renderings of the system construct were provided, but the patient symptoms could not be confirmed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient underwent surgery in 2006 to correct scoliosis using the synergy system. They developed symptoms of spinal cord irritation due to the screw at t12 level towards the canal, hypoesthesias in perineum, and myoclonias in legs in 2023. A revision surgery was performed to remove a screw from right t12.